Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda and poor image resolution appear to be related to patient morphology/pathology. The reported serious unexpected medical intervention was a result of case specific circumstance as the clip was placed to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 3+. A xtw (lot: 40812r1108) was chosen for implantation. The clip was placed anterio-septal. Imaging was poor. Leaflet insertion was deemed sufficient and clip arms were perpendicular to line of coaptation. The clip was deployed successfully. A second xtw (lot: 40812r1106) was then attempted to be placed posterio-septal however, during the first grasping attempt the first xtw was observed to be detached from septal leaflet (single leaflet device attachment (slda)). The second xtw was then placed anterio-septal to stabilize the slda. The procedure ended with tr reduced to grade 1. There was no reported tissue or chordal damage. There was no clinically significant delay.